Event description:
A malfunction alarm with the code malf 16 was reported, but there were no notable events leading up to it. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy, and a replacement pump was to be sent. The customer confirmed they understood how to put the malfunctioning pump into storage mode and agreed to return it using a pre-paid label within ten days.